Event description:
Customer's mother reported that customer's insulin pump is alarming in the middle of the night that customer is going low. Customer does go low in the middle of the night. Customer's mother stated that the device alerts customer to the low and says it is going to alert 911. Customer is a head trauma patient and customer's mother is not sure if the system demanded too much from customer, or if the device is malfunctioning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)